Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen in the emergency room for syncope. Boston scientific technical services (ts) was consulted and suggested that there were many non sustained ventricular tachycardia (vt) events and fast runs of tachycardia noted. Additionally there were no out of range measurements noted in the device. The physician requested that a boston scientific sales representative be contacted. At this time, the cause of the syncope is undetermined. Additional information has been requested but not received at this time. If additional information becomes available this report will be updated. To date, no adverse patient effects have been reported.